Event description:
It was reported that the internal sterile packaging of implant compromised. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 51-149060, item name tprlc xr mp fp t1 pps 6x97.5mm, lot # 6444431. The product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h2, h6, h8, h11, corrected: e1. Visual evaluation of the returned product and photos provided confirmed debris in the sterile packaging which is visually consistent with porous coating. Additional evaluation identified damage (creasing) to the sterile pouch and damage (cracks) to the blister. Sterility is considered breached. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. The condition of the device when it left zimmer biomet is considered conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. A corrective action is being implemented. The reported event has been confirmed by evaluation of the returned product and provided photos. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that there was damage and a tear to the inner pouch. This was discovered prior to the case being started and replacements were available. Therefore, there was no patient injury as a result of the malfunction.